Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 45 mg/dl at the time of incident. The customer did not provide details regarding symptoms and treatment of their low blood glucose episodes. Customer stated that the insulin pump had critical pump error image was displayed on the screen. Customer troubleshoot was performed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with critical pump error due to moisture damage to force sensor. Device received with corroded electronic assemblies and corroded motor home switch.